Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device experienced a malfunction when the tip of the helix obturator broke off in the patient during implant surgery. Surgeon indicated it may be embedded into the posterior side of the ischial pubic ramus. Procedure was completed with device in question. No other adverse patient effects were reported.

Manufacturer narrative:
Two introducers were received for evaluation. Examination of the right introducer revealed the tip to be detached. Microscopic examination of the detachment end of the right introducer revealed the detachment site to be rough and irregular, indicating stress was exerted. Microscopic examination also revealed that a small portion of the right introducer tip was still attached but bent. No functional abnormalities were noted with the left introducer. The information received indicated after inserting the anchor and in the process of removing the introducer, it was noted that the introducer tip was detached. Based on examination of the right introducer tip area, the small portion of the tip that remained was bent, indicating stress may have been exerted on the tip to bent and eventually result in the tip detaching from the introducer. The introducer tip may bend, causing the tip to weaken and possible detach, if it is pushed onto something hard such as bone. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.